Event description:
The customer reported that the insulin pump was not delivering insulin properly, and his blood glucose has been about 100mg/dl higher that normal for him. The caller stated that he is concerned that it took very little insulin to fill the tubing, and he usually takes 13 to 15 units, but this time he took about 3 units. The blood glucose reading at time of call was 286mg/dl. Troubleshooting was declined as customer was not willing to change the infusion set again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.